Event description:
It was reported to medtronic minimed that the customer experienced belt clip/holster anomaly, damage (physical or cosmetic), battery cap damaged, power off. The customer reported hyperglycemia with blood glucose value of 462 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: woke up with the pump powered off and a high blood glucose value 462 mg/dl, morning pump was powered off due to the following issues: battery cap damaged pump damaged/cracked along the battery compartment. The event involved product(s) acc-1601, mmt-332a, mmt-1780kpk, unomedical. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. The customer reported damage to the belt clip. Customer reported physical damage (crack or scratch) on the pump crack along the battery compartment. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for acc-1601. No product return is required for mmt-332a. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, motor and battery tube assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked retainer, faded serial number label, keypad overlay texture damage, cracked case (corner of belt clip rails) and cracked battery tube threads. Pump error 3 was found in history file on (B)(6) 2024 05:59:05.000. Pump error 53 was found in history file on (B)(6) 2024 05:57:25.000 in summary, the pump passed functional testing. Unable to verify customer alleged for high bgs. Expose to moisture confirmed. Battery cap cracked/damaged not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.